Event description:
Information was received indicating that this syringe infusion pump exhibited a motor error. No adverse patient effects were reported.

Manufacturer narrative:
One used syringe infusion pump was received for device evaluation. Visual inspection found the device to be in poor physical condition, with the lcd missing pixels and the c9 cap loose on the interconnect board. A review of the pump event history log was performed and found a motor rate error had been logged. Upon attempting to run the pump, primary audible alarm post error was discovered; therefore, making it impossible to run the pump. The primary audible alarm was found to have been caused by the damaged c9 solder joint, which was the result of the user facility's impact to the device. The root cause to the reported issue has been attributed to the user interfacing with the product in a manner inconsistent with the instructions for use. This issue has is a result of the physical damage to the device, caused by the user facility. Reference the following warning statement in the "important safety information" section of the medfusion operator's manual under the heading of "warnings": "never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." Also, reference the following warning statement contained in the "safety features" section of the medfusion operator's manual under the heading "maintenance & service" and "periodic maintenance": "dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it."